Manufacturer narrative:
The complaint of a leak in the catheter is confirmed and will be reported as user related. Returned for eval is a 5 fr d/l PICC. During functional testing, a leak was observed on the distal lumen side of the catheter. The leak site is located at the 42 cm depth marker. Microscopic exam of the catheter revealed two "u" shaped burst sites. One is located at the leak site (42 cm depth marker) the second is located at the proximal valve site located at the distal end of the catheter. The burst site walls are flat with a rough texture. The characteristics of the damage found on the complaint sample are consistent with burst damage due to over pressurization. Catheter patency could not be demonstrated during functional testing with a (B)(4) syringe filled with water. Both the distal and proximal lumens are occluded. This was confirmed by probing the distal and proximal valves located at the distal end of the catheter. Both valves are occluded with a red solidified residue. The product instructions for use (IFU) gives descriptive info on flushing techniques and maintaining catheter patency. There is no evidence of a mfg defect with the returned catheter. The IFU states, "irrigate each lumen with 10 cc normal saline solution. Remember that each lumen is considered a separate catheter and irrigate them both." This may be a user maintenance issue. A lot history review (lhr) of revj0101 showed no other similar product complaint(s) from this lot number.

Event description:
Groshong placed and clotted off within 2 hrs of being placed. The catheter was "coddled" for the next two days. On the second day, staff attempted to flush the catheter and the line blew out the side.